Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pca pump syringe of hydromorphone was found empty unexpectedly quickly. The hydromorphone was intended to infuse from a 30ml syringe with a loading does of 4mg and on-demand dose of 4mg with a 10-minute lock-out interval and four-hour dose limit of 67.2mg. The syringe was found to be empty unexpectedly quickly after only 4 hours. The hospital nursing informatics coordinator indicated they suspected tampering with the pca pump due to the short time and also that the pca key was ¿missing.¿ there was no patient harm and the patient was voluntarily discharged as they did not agree with the plan of care.

Manufacturer narrative:
Additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of pca tampering could not be confirmed through a review of the device logs or replicated through device testing since the suspect device was not received for inspection, log review only. The provided associated pcu event logs did not show the initial infusion of hydromorphone on the reported date of the incident (28oct2024). The facility ¿reported concerns about the syringe being started around 0730 (7:30 am) on (B)(6) 2024 and being empty by 1130 (11:30 am) on (B)(6) 2024¿. The suspect pca module was powered on (B)(6) 2024 at 7:45 am. On (B)(6) 2024, at 7:38 am, a bd 30 ml syringe with a detected volume of 29.5939 ml was loaded into the suspect pca module and the previous infusion (pca dose only) was restored for drug ID: 646 (suspected to be hydromorphone) with a dose of 4mg and an unknown lockout interval, overriding a guardrails soft limit. Between 7:46 am and 11:33 am, eight (8) valid pca dose requests and five (5) invalid attempts were observed. During this time, three (3) syringe patient pressure alarms were observed and on the last two (2) valid pca dose requests, two (2) syringe empty alarms were noted. The detected syringe volume before the last pca dose request was recorded at 1.5939 ml, which is less than the volume required for the 4 ml pca dose request. The volume infused during the period 7:46 am and 11:33 am was calculated at 28.486 ml. This value was derived by subtracting (101.315 ml) the primary volume infused (pvi) before the first pca dose request was made from (129.801 ml) the pvi at the time of the last valid pca dose request (11:33 am) which would leave approximately 1.1079ml remaining in the 30ml syringe. Review of the device logs confirmed that there was approximately 1.1079ml residual in the syringe; however, it is unknown what happened to this volume after the infusion completed. The suspect pca module was kept in use until it was recorded powered off at 1:28 pm. Inspection and testing could not be performed as the suspect device was not returned for investigation. The alaris system user manual (v9.33), in the lock/unlock tamper resist subsection, mentions the use of the tamper resist switch feature. Proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported tampering of the pca module was not determined. The information provided by the facility is insufficient to determine the root cause.

Event description:
It was reported that a pca pump syringe of hydromorphone was found empty unexpectedly quickly. The hydromorphone was intended to infuse from a 30ml syringe with a loading does of 4mg and on-demand dose of 4mg with a 10-minute lock-out interval and four-hour dose limit of 67.2mg. The syringe was found to be empty unexpectedly quickly after only 4 hours. The hospital nursing informatics coordinator indicated they suspected tampering with the pca pump due to the short time and also that the pca key was ¿missing.¿ there was no patient harm and the patient was voluntarily discharged as they did not agree with the plan of care.